Event description:
It was reported that for some pump motor stalls putting it through a full cycle was enough to restart it and it had on some occasions. Other times they¿d just waited it out and rechecked it every hour or so and they would revert. The reporter had seen one or two permanent stalls, but they had always been with an event, not with an unknown reason. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).